Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00153 on (B)(6) 2017. On 08/16/2017 additional information: siemens healthcare diagnostics has received patient sample sid (B)(6) for further testing and investigation. The patient sample was tested with two lots of advia centaur chiv reagent (lot 117115 and 117129). The patient sample was also treated with a scantabodies hbt (heterophilic blocking tube) tube. Results: sid (B)(6) chiv lot 117115: 6.94 index; 114,174 rlus. Scantabodies hbt tube with chiv lot 117115: 1.709 index; 24,757 rlus. Chiv lot 117129: 7.319 index; 119,832 rlus. Scantabodies hbt tube with chiv lot 117129: 1.757 index; 26,614 rlus. The rlu (relative light unit) and index of the sample decreased significantly with the scantabodies hbt tube. The sample sid (B)(6) showed an approximately 78% rlu decrease following treatment with the scantabodies hbt tube with both chiv reagent lots. The decrease in index even though still reactive is indicative of a heterophilic interfence. The advia centaur chiv assay IFU (10629832_en rev. J, 2014-08) in the limitations section states " heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. " the instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp chiv results is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The IFU states in the interpretation of results section: "¿ specimens with an index value greater than or equal to 1.0 are considered initially reactive for p24 antigen and/or antibodies to hiv-1 and/or hiv-2 and should be retested in duplicate after centrifugation at 10,000 x g for 10 minutes. If one or both of the duplicates are reactive, the specimen is repeatedly reactive by the advia centaur chiv assay. Note inadequate centrifugation may result in a higher rate of repeat reactive results that must be investigated using supplemental tests for hiv-1 and/or hiv-2 and/or p24 antigen. Repeatedly reactive specimens must be investigated using supplemental tests for hiv-1 and/or hiv-2 and/or p24 antigen. In specimens giving indeterminate supplemental test results, testing of a subsequent sample drawn at a later date (such as 1-6 months) is recommended. For individuals who are confirmed positive for antibodies and/or p24 antigen, appropriate counseling and medical evaluation should be offered and is considered an important part of testing for antibody to hiv-1 and hiv-2 and/or p24 antigen."

Event description:
A (B)(6) advia centaur xp hiv ag/ab combo (chiv) result was obtained on a patient sample. . The (B)(6) result was reported to the physician and was questioned. The patient sample was respun and repeated. The results were (B)(6). The patient sample was tested on an alternate method and sent out to another laboratory for (B)(6) testing. The results were (B)(6). A corrected report was issued. The patient received (B)(6) due to needle stick injury (nsi). There was no report of adverse health consequences due to the (B)(6) advia centaur xp chiv.